Event description:
It was reported the patient had a ventricular fibrillation (vf) episode. High voltage therapy was provided multiple times but was unable to break the rhythm. The vf rhythm converted spontaneously. The patient is noted to have lost consciousness, fell and chipped teeth during episode. The device and lead remain in use. The lead will be repositioned and defibrillation threshold testing will be completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).